Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, when current was applied to the device, the cutting wire "popped", had detached, and fell into the patient's duodenum. The detached cutting wire was successfully retrieved using forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.